Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 485 mg/dl. The customer was treated with an intravenous drip, and the blood glucose reading dropped to 70 mg/dl. He was given crackers to bring the blood glucose up. The customer stated that he was wearing the insulin pump during the entire emergency room visit and declined troubleshooting assistance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.